Event description:
It was reported that approximately two months post placement, the catheter allegedly broke and migrated. It was further reported that an interventional procedure was performed for removal. The patient was reported as stable.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one MRI lp port with broviac catheter in two segments along with detached cath lock and an electronic photo were returned for evaluation. Functional, gross visual, microscopic visual and tactile evaluations were performed. A photo review was also performed. The investigation is confirmed for a complete break in the catheter at the port stem, as a catheter fragment was found on the port stem and another catheter fragment was detached from the port. The break ends of both fragments were found to match each other. Both break profiles were jagged but were almost circumferentially aligned. The break surface on the detached catheter fragment appeared to be rough and granular. The depth marker just distal to the break on the detached fragment appeared to be worn. The proximal end of the fragment on the port stem did not appear to be circumferentially aligned. Scoring marks/scratches were observed on the cath-lock. The measurement of the inner diameter of the cath-lock throat may not be within specification. All other recorded measurements appeared to be within specification. The definitive root cause could not be determined based upon available information. Per manufacturing, it was concluded that the cath-lock was found to be out of specification. This may have contributed to the observed complete catheter break at the port stem. Other potential contributing factors are catheter embrittlement due to chemical degradation, cath-lock backwards and cath-lock misalignment/disengagement. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
The lot number of the device was provided. The device history records are currently under review. The device has not yet been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that approximately two months post placement, the catheter allegedly broke and migrated. It was further reported that an interventional procedure was performed for removal. Patient's status is unknown.